Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that everytime the customer puts a sensor he recieves a lost sensor alarm. Troubleshooting was perfomed and the customer was advised to change the sensor. The customer's blood glucose was 46 mg/dl.product will not be returning.